Manufacturer narrative:
(B)(4). This complaint cannot be confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A hospital in (B)(6) reported that two rt340 breathing circuits were leaking. No patient consequence was reported.

Event description:
A customer contacted baxter's global technical service center to request ending therapy on the homechoice (hc) during initial drain. The nurse (rn) stated the homepatient (hp) accidentally started initial drain before connecting. The technical service representative (tsr) assisted the rn to end therapy, and suggested the rn have the hp start over with new supplies since the supplies might have been compromised from the initial drain pulling in air into the cassette. On (B)(6) 2010, product surveillance contacted the patient regarding starting initial drain before connecting. The patient stated that her supplies were fine, however, she discarded the supplies and started over with new ones. The patient stated it was a user error. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Should additional information become available, a follow up MDR will be submitted.